Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected hardware low level failures error or audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported via phone call that the insulin pump had hardware low level failure alarm.  The customer¿s blood glucose was unknown. The customer stated that the self test was performed and customer was able to successfully clear the alarm .the troubleshooting was performed and pump error alarm was reoccurred. The insulin pump will be returned for analysis.